Event description:
The customer reported water damage on the insulin pump, followed by an alarm. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Moisture damage was also noted on the motor assembly. Unable to verify the alarm due to the blank display.